Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation could not be performed as the batch number is unknown. A similar complaint batch review could not be performed as the batch number is not known. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, two root cause classification codes are assigned to this complaint, these being 'anticipated procedural complication' (vessel dissection and injury to vascular introduction site) and 'undeterminable' (complete left bundle branch block, lahb, 'rash maculo-papular', hypertension and thrombopenia (low platelet count)). Anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling' while undeterminable is defined as 'where review and analysis of all available information fails to indicate a root cause or probable root cause'. Both 'vessel dissection' and 'injury to vascular introduction site' are documented as potential adverse effects within the lotus dfu 139816-01. The reported event describes the patient developing "complete left bundle branch block" and 'left anterior hemi-block (lahb)'. Bundle branch block is a condition in which there's a delay or obstruction along the pathway that electrical impulses travel to make your heart beat. Lahb is caused by only the anterior half of the left bundle branch being defective. These events are specific to the heart and is not likely to be related to the lotus introducer sheath which does not reach this location within the anatomy. The reported event also describes 'rash maculo-papular' on the patient's chest along with 'hypertension after tavi'. The reported event also describes the patient developing thrombopenia (low platelet count) 3 days post procedure. The cause of the rash, hypertension and thrombopenia is not known and it is considered unlikely that these events are directly related to the introducer sheath. It was concluded that as the root cause classification for these aspects of this complaint is 'undeterminable' and as the lotus introducer sheath is not likely to contribute to these reported events, no updates are required to application fmea based on these events. Injury to the vascular system and vessel dissection are both anticipated procedural complications and are due to a known physiological effect of the procedure as noted within the instructions for use. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. Both vessel dissection and injury to vascular site are considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. We will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
The subject was enrolled into (B)(6) on (B)(6) 2015 and index procedure was performed on same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. On (B)(6) 2015, the subject received a loading dose of 300mg clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. On (B)(6) 2015, the subject was discharged on aspirin and clopidogrel. Interval history (B)(6) 2015: rash maculo-papular on the chest (001) (reported as an ae), (B)(6) 2015: complete left bundle branch block (002) (reported as an ae), (B)(6) 2015: small bleeding at the insertion of arterial catheter (004) (reported as an ae), (B)(6) 2015: hypertension after tavi (004) (reported as an ae), (B)(6) 2015: suspected very small dissection of ascending aorta (004) (reported as an ae), (B)(6) 2015: left anterior hemiblock (003) (reported as an ae). Event description: on (B)(6) 2015, 3 days post index procedure, the subject developed thrombopenia. No corrective action has been taken to treat the event. On (B)(6) 2015, outcome of the event was considered as recovered / resolved no further information will be available.

Event description:
The subject was enrolled into reprise japan study on (B)(6) 2015 and index procedure was performed on same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. On (B)(6) 2015, the subject received a loading dose of 300mg clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. On (B)(6) 2015, the subject was discharged on aspirin and clopidogrel. Interval history on (B)(6) 2015: rash maculo-papular on the chest (001) (reported as an ae) on (B)(6) 2015: complete left bundle branch block (002) (reported as an ae) on (B)(6) 2015: small bleeding at the insertion of arterial catheter (004) (reported as an ae) -(B)(6) 2015: hypertension after tavi (004) (reported as an ae). On (B)(6) 2015: suspected very small dissection of ascending aorta (004) (reported as an ae) -(B)(6) 2015: left anterior hemiblock (003) (reported as an ae). Event description: on (B)(6) 2015, 3 days post index procedure, the subject developed thrombopenia. -no corrective action has been taken to treat the event. On (B)(6) 2015, outcome of the event was considered as recovered / resolved no further information will be available.